Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic wedge resection, an unknown issue occurred with the device. Sewing was done to resolve the issue on order to complete the case.